Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: on (B)(6), the surgeon was using the device roughly and the needle disengaged into the cavity. At this point she asked the rep to leave the room. The rep followed up with her immediately after the procedure and was told that there was nothing wrong.on november 25th, the surgeon contacted the rep and informed him that she had left the needle in the patient because she felt it would be more traumatic to the patient to remove it. No extension of or time.no other information available.